Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device it was confirmed the cuff has a pinhole. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a customer confirmed in a pre-use check that the cuff on a smiths medical trach tube worked properly. However, during the use of it, he noticed air was leaking from the cuff. No adverse patient effects were reported.